Manufacturer narrative:
Tested four k+k+ and four k-k+ red cells with returned anti-k (human monoclonal) series 2, lot 7c7523. The expected reactivity was observed.

Event description:
Customer reported unexpected negative reactions with anti-k. When crossmatching a unit, incompatibility was observed. While phenotyping the incompatible unit, it tested as k negative. Customer repeated the testing using anti-k adding an additional drop of reagent to the tube and was able to observe a stronger reaction.